Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: dexcom g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s parent that the patient is currently hospitalized due to what the reporter believes to be an issue with a pod (reported as field safety notice). The reporter is not an authorized contact on the account. No additional details regarding the event, including device usage at the time of the event, specific malfunction, symptoms experienced, diagnosis, treatment, or dates of hospitalization, were provided, as the call was limited in scope due to authorization restrictions. Follow-up attempts were made to obtain additional information; however, contact with the patient was unsuccessful. As a result, relevant event details remain unavailable. No information regarding device messages, patient activity at the time of the event, or device identifiers has been obtained.